Manufacturer narrative:
(B) (4). (B) (4). The incident sample electrode was discarded. However, photos of the injury were obtained. Clinical eval of those photos indicate these do not appear to be electrosurgical burns associated with the pt return electrode. Given the appearance of the injury and extreme length of (the procedure (30 hours) in the supine position and not being repositioned during that time) it is more likely these are a result of pressure and/or shearing.

Event description:
The report stated that following a 30 hour heart bypass surgery, while moving the pt from a surgical bed to a ward trolley an injury described as a 2nd degree burn was discovered in the location where the pt return electrodes were placed. The pt was in the supine position for the procedure and reportedly not repositioned during that time. They used 2 e7507 pt return electrodes (one per generator) and 1 conmed pad for an argon beam coagulator (conmed product). They placed them on the back from just below the shoulders to the buttock. The location of the injury was reported as where 1 of the e7507 pads, nearest the shoulders, was located. Both e7507 pads have been discarded. It is unknown to which generators the suspect pad was connected. The pt treatment was to apply disinfectant and gauze and he is now recovering.